Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that during the patient's previous refill appointment in (B)(6), the pump appeared to be flipped. The managing physician office was unable to fill the pump. The patient was then scheduled for a catheter revision to be performed on (B)(6) 2021 . There were no factors that may have led or contributed to the issue. The issue was not resolved at the time of report. The patient's status at the time of report was alive - no injury.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was taken to surgery on (B)(6) -2021. When the hcp opened the pocket, he found that the pump had flipped numerous times and had fractured the old catheter at the sutureless connector. He then cut approximately 36 cm off of the original catheter and was able to achieve good csf (cerebrospinal fluid) back flow. He then aspirated the catheter to clear it. A new pump segment of catheter was attached to the existing spinal segment. The hcp then primed the revised catheter after closing the incision. The pump drug was morphine (1 mg/ml) and the daily dose was set at .1 mg/day.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: 2021-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.